Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the remote home monitoring system showed remote monitoring had been disabled. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had reached explant two months earlier. Boston scientific technical services (ts) discussed that once explant is reached the device only has one and a half hours of rf telemetry as per design. It was also noted that the high voltage shock impedances continue to be greater than 125 ohms. During the procedure the crt-d was explanted and the rv lead remained in service with shock impedance measurements of 90 ohms. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements ranging from 130 to 140 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that this lead is a single coil lead which may yield higher impedance measurements. Ts also discussed options for further evaluation of the lead's and system's integrity. At this time the physician has opted to continue to monitor the patient and the rv lead and crt-d remain in service. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.